Manufacturer narrative:
E1: initial reporter: address 1: (B)(6). Device evaluated by MFR. Synergy xd mr was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. Examination of the stent found issues. A kink in the stent was identified. The stent moved position and has been pulled distally over onto the distal markerband. Stent was found moved distally over balloon cones and situated over the distal markerband. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 19-jan-2024. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the severely tortuous artery. A 2.25 x 12mm synergy xd drug eluting stent was advanced into the lesion but failed to cross. The device was removed , and the procedure was completed with a different method. No patient complications were reported. However, returned device analysis revealed a stent moved on balloon.